Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed by and no failure that may relate to the reported conditions have been noted. Especially, the records related to the mechanical testing of the textile batch were found within qa specifications. The visual examination of the returned sample shows that: the sample was returned in its original aluminum pouch (no commercial box, IFU and tray petg/tyvek lid were returned). The mesh was placed in a biohazard bag. The temperature dot is white. The sample has been found folded on itself grips outside. The textile knitting pattern and the mesh dimension were found as expected. The collagen film was found damaged, some pores initially covered are no longer. A hole of around 10 cm was found along the sewing between the flap and the mesh. The sewing green yarn as well as the stopping point were visible but disjointed. The reported condition was confirmed. It should be noted that the mesh was placed with robotic assistance. No information regarding the size of the trocar or the size of the defect were provided. The reported information is too limited to determine the root cause or most probable cause of the reported incident and or to determine if the incident is associated with a manufacturing or component discrepancy. The product instructions for use (IFU) which accompanies each device states in chapter ¿operating steps¿ that ¿3. Rolling folding of the mesh. For the anatomical mesh, it is recommended to fold the mesh on itself, grips outside, length-wise, starting at the anatomical flap seam¿ and that ¿4. Grasp the mesh at either end and insert it through the trocar. It is recommended to use a trocar of at least 10mm internal diameter to introduce a mesh of size up to 15x10 cm and a trocar of at least 12mm internal diameter to introduce a mesh of size 16x12 cm or above¿. A search of our global complaints database revealed that this was the only report on file for this lot of product. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The reported condition was confirmed but the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a robot assisted right hernia repair, the mesh was torn when implanted. There was no patient injury.